Event description:
A (B)(6) female pt's daughter called zoll customer support to report that the pt's monitor would not power on properly. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. Upon investigation the monitor would not power on properly. The cause was corrosion to the monitor's sd card, jtag connector, j502, lcd200, lcd assembly, u201, table board, j101 and pin 23 and 24 of component j1000. The cause for the corrosion was likely contamination. The root cause for the contamination was unable to be positively determined, but was likely liquid ingress of an unk contaminant. No adverse event resulted from the corrosion. The pt received a replacement monitor.